Event description:
The complainant alleged that a pt (age and gender unknown) was being monitored in a bradycardial rhythm when the device inadvertently powered off. The medic changed the battery, the device powered on and then powered off again. The complainant indicated the pt expired although not as a result of the reported malfunction. The complainant indicated that the batteries involved in the event were tested in a power charger and the powers charger indicated they were "faulty".